Event description:
The device was used to administer external pacing to a pt diagnosed as bradycardic. The device allegedly displayed an ECG leads off message and use of the external pacing was stopped because the pt's ECG was not displayed. Drugs were administered to the pt and the pt's condition improved. There were no adverse affects to the pt reported as a result of the alleged malfunction.